Manufacturer narrative:
H3: product analysis # (B)(4), product: 9560524, lot no:my21e001:air: upon inspection at the time of acceptance, it was confirmed that the tightening of the holder area was loose. The deformation of the handle screw's screw thread was confirmed and the damage to block 1 during the internal inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (service and repair, healthcare facility, manufacturer representative) regarding a device used for spinal therapy. It was reported that the device could not be tightened. No patient was involved in the event. There were no further complications reported regarding the event.